Manufacturer narrative:
Additional information: d.9.h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. Safety clamp operation check passed. System air leak test passed. Teach pump test passed. Patient sensor check passed. Heater test passed. Heater calibration test passed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no scents of a burning smell encountered. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a smell of something burning and smoke was seen coming from the cycler. There was a solution temperature low warning during fill 1 of 5 prior to the event. The patient did a reboot on the cycler and then the smell and smoke was encountered. In a follow-up, the patient¿s pd nurse verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to carry out manual treatments in the absence of a cycler. The patient was issued a new cycler and has received it. The cycler is available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a smell of something burning and smoke was seen coming from the cycler. There was a solution temperature low warning during fill 1 of 5 prior to the event. The patient did a reboot on the cycler and then the smell and smoke was encountered. In a follow-up, the patient¿s pd nurse verified the event and said there was no harm, intervention or adverse event due to event. The patient was able to carry out manual treatments in the absence of a cycler. The patient was issued a new cycler and has received it. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.